Manufacturer narrative:
During a complaint investigation on a device for an error alarm code, cme america complaint investigator noticed the device over-infused >50% during bench testing on (B)(6) 2017. An investigation into the reported event is on-going at this time. A supplemental report will be submitted when the investigation results are available. (B)(4).

Event description:
During a complaint investigation on a device for an error alarm code, cme america complaint investigator noticed the device over-infused >50% during bench testing on (B)(6) 2017.

Manufacturer narrative:
A cme america engineer inspected the complaint device and confirmed an error 26. The device would fail the motor test conducted at boot and immediately alarm error 26. When the power button is pressed to turn off the pump, the motor on channel 1 would begin to run at a high rate. The transistor q102, which turns the motor off and on, was examined and found that the pins 3 and 4 were shorted. The short allowed the motor to continue running. This created the possibility of an over-infusion greater than 50%. A risk evaluation was completed. Cme america has distributed about (B)(4) administration sets for use with the bodyguard devices. This is the first occurrence of this failure despite high usage of the bodyguard devices and, this event has never been experienced in the field with or without patient involvement. Although the risk of harm is high, the probability of this failure occurring with the required events in place is very low. Since this is the only event identified to date with the bodyguard pumps sold, it is unlikely that this will reoccur. Cme america will continue to trend and monitor this failure mode.